Event description:
It was reported by the affiliate that during an appendectomy procedure, there were misformed staples, and the staple and cutting lines were incomplete. No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient. One device will be returning.

Manufacturer narrative:
Information anticipated, but unavailable at this time.